Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited out of range shock lead impedance measurements.